Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer has declined repair due to costs and confirmed that the device has been taken out of service and retired from use. The unit will not be returned to physio-control for repair. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device was found to not have the ability to charge up energy for a defibrillation shock. This failure was found during a routine inspection of the device. There was no pt involvement with the reported failure.